Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient has had unexplained high and low blood glucose (bg) levels for the last 4-5 days: 30-40 mg/dl yesterday with no symptoms, and then 346 mg/dl with symptoms of hyperactivity and sweating. Patient changed the site to ensure that the issue was not related to the site, gave injections for the high bg, and ate a hand full of candy for the low bg. Patient is currently using the pump and bg is 310 mg/dl. Customer support (cs) review found all settings correct. Patient has not had changes made to the settings of the pump since she first started on the pump, but has been sporadically changing her basal rates without the assistance of her health care provider (hcp). Patient states that her eating habits have decreased at times, but no changes were made to the I:c ratio since starting on the pump. Patient is a brittle diabetic, soon to have surgery for a hernia and in the last 4-5 days, she has had both eyes ¿rupture¿ with bleeding in the eyes, causing partial vision loss. Cs instructed the patient to follow up with hcp in regards bg management and for the settings in the pump. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hypoglycemia, and due to user error of changing basal settings without the assistance of the hcp.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: no activity outside of normal use is observed, tdd add up and equal the basal target. The pump was exercised for 24hr on 1u/hr with no ¿eaw¿ occurring, tdd reflected 24u after the duration test. The pump passed a delivery accuracy test (step31), the product performs within specification. Unrelated to the complaint, the pump's display is dim and faded.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.